Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported the touchscreen would not calibrate properly. There was no patient involvement. The manufacturer's field service engineer (fse) provided remote support and advised to replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.